Event description:
The customer stated, that he was hospitalized for low blood glucose and the reading was 22 mg/dl. Troubleshooting revealed that the customer also had the flu, and was taking steroids and anti-biotics that may have contributed to the blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.